Event description:
The duett pro was deployed at a femoral access site in the right superficial femoral artery. Following the deployment an arterial occlusion was noted at the access site. An angiojet was used to remove the thrombus, followed by a surgical thrombectomy. Flow was apparently restored during this procedure, however, several hours later the patient once again lost pulse. The patient was treated with heparin and tpa infusion. The event was resolved without further complications.